Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient had a vt episode and received atp therapy few times with the result of a lower bpm rate which fell outside of the tacky detection criteria therefore the device did a return to sinus as it was programmed to do so and ended the episode. Unfortunately the patient remained in a ventricular tachycardia with a lower bpm rate and eventually resulted in a cardiac arrest in which he was resuscitated by ambulance crew and taken to the ICU. He remained in sinus rhythm but did not recover and did not wake up. The patient had an advanced directive/ living will stating he did not want to be on life support. Life support was stopped on (B)(6) and the patient passed away in hospital. Patient had advanced heart disease. It was noted that the device functioned as expected for the parameters that were programmed and there are no allegations that the device contributed to the death of the patient.